Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens in the right eye. Postoperatively patient complained of blurry vision and was prescribed glasses for near and distance vision. The patient reports having a preoperative ocular history of prior lasik surgery and surgery to repair a torn retina. Additional information was requested from the implanting surgeon, who reports that on (B) (6) 2009, the patient was examined by a retinal specialist and was found to have cystoid macular edema in the right eye. The following day, the patient was treated with intravitreal avastin and kenalog injections. Preoperatively, the patient's bcva was 20/400. Postoperatively, the patient's bcva improved to 20/50. The patient is under the care of the retinal specialist and is being monitored. The relationship between the event and the device is unknown.